Manufacturer narrative:
The dentist was not able to provide any information on the date of the incident. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. (B)(4) ]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject x-sg65l device [serial no. (B)(6) ]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000min-1, which is the maximum rpm for the motor that drives the handpiece (40,000min-1 for the handpiece), with water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at 40,000min-1 (motor revolution 40,000min-1). Nakanishi observed an abnormal temperature rise at the test point (1) 1 minute 30 seconds into the test. The maximum temperatures for the 5 minute-measurement were as follows: test point (1): 66.6 degrees c, test point (2): 62.7 degrees c, test point (3): 55.6 degrees c, test point (4): 47.3 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed that the ball bearing, chuck, and body were soiled and discolored. B) nakanishi cleaned the inside of the handpiece using nakanishi pana spray plus until no more dirt was ejected from the handpiece and observed that the internal parts had been cleaned but the ball bearing had been abraded and the bearing balls had been metal-stripped and deformed. C) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: nakanishi determined that the cause of the handpiece overheating was abnormal frictional resistance generated by contact between the ball bearing retainer and the outer and inner races, and bearing balls, which was caused by the soiled ball bearing. B) nakanishi also considers the possibility from many years of experience that the cause of the damaged bearing was the ingress of undesirable materials into the bearing, which interfered with rotation. C) a lack of maintenance caused the accumulation of debris on the internal parts, which caused debris ingress into the bearing during rotation. This contributed to the handpiece overheating. D) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: d.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. D.2) nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.

Event description:
On (B)(6) 2025, nakanishi received a phone call from a distributor about an nsk handpiece overheating. The details nakanishi obtained are as follows: the dentist was performing a tooth extraction procedure on #8 impacted wisdom tooth and removal of a jawbone cyst of a patient using the x-sg65l handpiece (serial no. (B)(6). The patient was under general anesthesia. During the procedure, the dentist found an injury on the patient's buccal mucosa. The patient received a profound 2nd degree thermal injury from their left red lip to their white lip. The dentist cooled the patient's affected area and applied an ointment to the burn at the time of the injury. According to the dentist, the device operating noise was louder than normal prior to use. The dentist and a plastic surgeon have had a follow-up visit with the patient and the patient is reported to be healing normally.